Manufacturer narrative:
The harmonica ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the teflon pad on a harmonic ace instrument detached. The user completed the procedure with no further issue reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not come into contact with any other objects. The instrument teflon pad fell inside the patient and was removed by the surgeon during the same surgical procedure. There was no fragment left inside the patient.